Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387, lot# unknown, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 37602, lot# serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator. Report source: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer saw eos (end of service) displayed on their right implantable neurostimulator (ins) even though the remaining battery amount was 2.6v or greater (photos showed eos displayed at 2.56v) and noted that stimulation was off. It was noted there was a possibility that the event occurred as a result of short circuits causing large electric currents to flow. Stimulation settings were noted as follows: amplitude of 2.5v, 180 pw, and 130 hz; and contacts programmed 3+, 2- and 1-. High impedances were seen on the left ins, on the following electrode pairs: c<(>&<)>3, 0<(>&<)>3, 1 <(>&<)>3, 2<(>&<)>3. Nothing in particular was noted to have led or contributed to the event. The entire system was to be replaced via surgery. Additional information received reported that the attending physician fixed the lead with the use of a titanium plate rather than bur hole catch. The titanium plate had hole(s) and the lead was fixed suturing with the hole(s). The consumer's medical history included essential tremor.

Manufacturer narrative:
Analysis of the ins, model 37602, serial no. (B)(4), found the ins battery eos or eri longevity not met, cause unknown. Analysis of the extension, model 748251, serial no. (B)(4), found the extension body cut through, product segmented with no significant anomalies. Analysis of the lead, model 3387, serial/lot no. Unknown, found the lead body cut through, product segmented with no significant anomalies. See also mfg. Report no. 3007566237-2016-01832.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.